Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the first 3d scan was fine, but on the second the door made a loud noise when closing. There was a large crunching noise during the 3d spin. The surgeon also complained of a 1-2mm inaccuracy with navigation following the second 3d spin. The site removed the system from clinical use. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. The imaging system and navigation system used during the procedure were not able to be used to complete the procedure. Further troubleshooting pointed at the trackers of the imaging system so a calibration of the system is required to resolve the inaccuracy.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000219, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that navigation was inaccurate on both sides of the imaging system. 20cm and 40cm navigation calibration and verification was performed on the left and right side of the system. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0908 was coded for the navigation inaccuracy. A0508 was coded for the large crunching noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.